Manufacturer narrative:
One device was received for evaluation for the complaint that the volume yield is too low. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The customer reported issue was not able to be duplicated. There was no problem with flow rate or pressure alarm, and no further action will be taken. The device submitted for functional and delivery tests after repair activities completed.

Event description:
It was stated that the volume yield is too low. There was no patient involvement.